Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
I spoke with cust today via teams. Cust reached previously reached out stating that she had stopped wearing her aligners per dds as the aligners were causing gum issues. We received lor yesterday and dds stated that the aligners were causing yeast infections in cust mouth. Me or my lead have never heard of this before.